Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging her one touch ultra mini meter read inaccurately high with control solution. Nine days later, the medical surveillance specialist (mss) spoke with the patient to obtain additional information included below. The patient told the mss she takes one glyburide pill each morning. She said she took glyburide as usual on the morning same day. She said her appetite has not been good recently and she did not eat as much as usual. At nighttime around 9:30 pm, she tested her blood glucose while she was feeling hungry. At that time she obtained a reading of 172 mg/dl, which she thought was too high for how she was feeling. She ate additional food based on her symptoms. After eating, at about 10 pm, she felt shaky and sweaty and as if she might pass out. She did not test her blood glucose at that time. She treated herself with oral glucose tablets and felt better. The patient reported that she performed a control solution test and obtained a result of 245 mg/dl, which was outside of specifications (86-115 mg/dl). The cca documented that the patient did not follow correct testing procedure. The cca walked the patient through a control solution that was within specifications. The patient's products were replaced. This complaint is being reported because the patient alleges she obtained an inaccurately high blood glucose reading on the lfs product. The patient claims she ate extra food after testing the lfs product. After eating, she said she became sweaty and shaky and treated herself with oral glucose tablets.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.